Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The investigation is not complete at this time. A supplemental report will be provided once the investigation is complete.

Event description:
It was reported that the spectrum pump failed the upstream occlusion test per the preventive maintenance procedure multiple items. No patient injury was reported. No further info was provided.